Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. After the device was powered on, it started auto triggering and the positive end-expiratory pressure (peep) was dropping. The device was disassembled and the wire harness on the solenoid valve was pinched in half which caused the auto triggering. The solenoid valve (with the attached wire harness) was replaced and the device passed all testing.

Event description:
It was reported that during repair a ventilator was constantly auto triggering. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.